Event description:
Na.

Manufacturer narrative:
Correction: cancel MDR: information captured in MFR report#: 1710034-2024-00718.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard blood splattered. The following information was provided by the initial reporter: after successfully cannulating a patients vein and retracting the needle, blood splatters back onto patients and staff. No patient harm has occurred.